Event description:
It was reported that patient alerts sounded for the right ventricular (rv) lead having high impedance and increased short interval counts (sic). The rv lead was reprogrammed until the lead revision. During the procedure, electrical testing of the lead showed normal values and manipulation of the proximal connector section of the lead did not induce changes in impedance, so there was concern there may be a device header issue due to the lack of inducible changes while manipulating the rv lead. The rv lead was capped and replaced. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range with a patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. Weekly pace lead trend data shows an increase for max rv pace equal to 536 to 10160 ohms peak between (B)(6) 2012 and (B)(6) 2013. Also, the device memory indicated the criteria for the right ventricular lead integrity alert were met with the programmer data showing a patient alert for lead failure predictor on (B)(6) 2012. There was also oversensing due to non-physiologic signals/sic (sensing integrity counter), ventricular sic equal to 14621 counts, in 116.09 days between (B)(6) 2012 and (B)(6) 2013. The analysis of the device memory also indicated oversensing associated with the right ventricular lead with 12 ventricular non-sustained tachycardia episodes less than equal to 210 ms between (B)(6) 2013. Concomitant product: d164awg, implantable cardioverter defibrillator. (B)(4).